Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the mega suture cut needle driver. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley did not exhibit any damage. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was a derailed grip cable. The grip open cable adjacent to the broken cable was found to be derailed from the innermost distal idler pulley and it was seated on the outermost pulley. Engineering concluded that the derailed cable was likely due to the cable losing contact with the pulley during wrist articulation.